Manufacturer narrative:
Concomitant medical products: product ID: dtma1d1 crt-d, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a left ventricular (lv) lead fracture was confirmed. The lead was capped and replaced three days later. No patient complications have been reported as a result of this event.